Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred "recently" on unspecified dates of 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets had tiny bubbles triggering air alarms on sigma spectrum infusion pumps. This was observed during patient infusions with paclitaxel and docetaxel. There was no report of patient injury or medical intervention associated with this event. No additional information is available.